Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-3ai intraocular lens diopter +16.0 into the patient's eye, the iol got stuck in the cartridge. A backp-up lens was used. This occurred on (B)(6) 2017. Reporter states nothing unusual was noted during loading.

Manufacturer narrative:
Device evaluation: the delivery system was returned in a device tray. Visual inspection found no visible damage to the device and lens stuck in cartridge. Claim # (B)(4).